Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that 24 hours after insertion, the balloon burst inside the patient. As a result, the iab was removed. Additional information was received of a patient death; however, dr. (B)(6) judged that the patient's death wasn't the consequence of balloon damage but because of a lot of comorbidities.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon burst inside the patient" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the complaint and can cause blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The root cause of the bladder leak is related to patient condition. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that 24 hours after insertion, the balloon burst inside the patient. As a result, the iab was removed. Additional information was received of a patient death; however, dr. Wiktor kuliczkowski judged that the patient's death wasn't the consequence of balloon damage but because of a lot of comorbidities.